Manufacturer narrative:
Correction: d8 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that foreign matter may have remained because the reprocessing deviated from the instruction manual. The event can be detected/prevented by following the instructions for use which state: "do not use petroleum-based lubricants such as olive oil or petroleum jelly. There is a risk that the covering material on the curved part may swell or deteriorate." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device has not been returned to olympus for further evaluation and testing. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that they use olive oil during scope insertion. The customer also reported a deviation from the pre-cleaning procedure including short aspiration and water supply time and continuous use of air/water channel cleaning adapter without reprocessing; a deviation from the manual cleaning procedure including cleaning under running water, continuous use of reusable cleaning equipment without reprocessing, reuse of disposable cleaning equipment, use of non-recommended cleaning solution, outside insufficient surface cleaning, and simplification of brushing procedures; and a deviation from the cleaning procedure for accessories. There was no report of patient or user injury due to the event. This report is being submitted for the reportable malfunction of constant reprocessing IFU (instructions for use) deviation. Related reports are being submitted on the medwatch with patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report. Corrected information provided in h3. H3 other text : device not returned.